Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062918. The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. A gastrointestinal ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic jejunal tube (j-tube). The patient's peg and j tubes were removed on (B)(6) 2024 due to a symptomatic duodenal ulcer (pain and vomiting). Duodopa therapy was permanently suspended and a transition to subcutaneous duodopa was planned. Patient declined to provide further information.